Event description:
During testing at the user facility, it was noted that the device door roller pin was broken. The device was returned to the biomedical department with a report that the door was stuck and the pin on the door was broken. No specific information regarding the patient, pump programming, or event details were available. There were no reports of any adverse patient events or delays in critical therapies while the device was in clinical use. No additional information was provided.

Manufacturer narrative:
A field service engineer performed testing and investigation at the user facility. During testing, it was noted that the device door roller pin was broken. As indicated, the device has been identified as part of the product recall. This report represents all the information known by the reporter upon query by hospira personnel.